Event description:
In 2009, this pt was implanted with two gore tag thoracic endoprostheses to treat a 5.5 cm saccular "degenerate" thoracic aortic aneurysm. Ten months later, the pt presented with a type b dissection of the descending arch. A talent thoracic graft was implanted from the left common carotid artery to the descending arch without issue. The pt tolerated the procedure. The following month, a type a dissection was identified after the pt presented with chest pain and headache. The pt underwent open repair whereby part of the talent graft was removed, and a surgical graft was sewn into the remainder of the talent graft. The pt tolerated the procedure. Additional info has been requested.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device implanted in 2009 and involved in this event: tg3115.